Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure while performing a pre-case test, the endoscope rotated very poorly. There was a creaking noise and a lot of resistance between the base and the housing. After installing the endoscope, it could not be rotated from the console. The customer replaced it with a backup. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that hospital staff reported error 23003 on universal surgical manipulator (usm) 3 and problems with the endoscope camera. The camera did not rotate properly while pressing "scope up/scope down". An error occurred a couple of times during a few procedures. The staff reported that the image was rotated by about 100 degrees ¿ 60% of a full rotation. The issue was solved by the customer by manually rotating the endoscope camera.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree plus endoscope to perform failure analysis. The endoscope was found to have a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with camera instrument adapter (aea) bearing contributed to the friction. The complaint was confirmed by failure analysis.